Event description:
It is reported that approx 10 mos post-op, the pt experienced pain and swelling on the left knee. A revision is pending due to aseptic femoral loosening. Implant date is unk.

Manufacturer narrative:
We could not obtain a complete catalog #, therefore, a baseline report cannot be filed. Eval summary: x-ray images show the femoral component was implanted in flexion, which led to a large gap on the anterior face. The femoral component did not fit the bone tightly, as evident by the large anterior gap, which likely contributed to the loosening. No prod was returned for eval. No lot # was provided; therefore, device history records could not be reviewed.